Event description:
While this device was being prepped for an angioplasty procedure, the shaft separated in the distal segment. There has been no claim of injury related to this event. The device is being returned for analysis.